Manufacturer narrative:
Initial reporter occupation: company representative. PMA/510(k) # k192697. Investigation evaluation: our laboratory evaluation of the product said to be involved did not confirm the report for clip would not release. The used device was returned with the clip deployed in the closed position. During a functional test, the handle was manipulated, and the drive wire moved freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, coil catheter (distal end device components), and deployed clip showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the cook rep tested a cook instinct plus endoscopic clipping device. The clip would not release from the catheter once deployed. This occurred prior to patient contact; there was no impact to the patient.